Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the electrical safety test. The device was outside of use at the time of the reported event. There was no patient or user harm reported. The bench service engineer (bse) found that the ground connection of the power cord was in poor condition, leading to a failure of the electrical safety test. The bse ordered a replacement power cord and installed it, then successfully completed a performance verification test (pvt) to confirm that the device had returned to full functionality. The ventilator was restored to factory settings before being returned to the customer ready for use. The removed power cord was returned to the philips product investigation lab (pil) for failure analysis. The power cord was tested using an electrical safety analyzer, which confirmed a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord was high and out of specification. Discernable visual wear marks were noted on the portions of the grounding conductor on the side that plugs into the power source. The power cord did pass all current leakage testing. It was concluded that the allegation of a faulty power cord was confirmed.

Manufacturer narrative:
H10: g - contact office phone number: (B)(4). E1 - reporter phone number - (B)(6).